Manufacturer narrative:
It was reported that a patient was implanted with a prodisc c device on (B)(6) 2021 by a surgeon at the c5-6 level due to cervical disc disorder with radiculopathy. Patient continued to experience cervical disc disorder with radiculopathy and the surgeon removed the pdc device on (B)(6) 2022 and completed a corpectomy and added a plate and allograft spacer. A review of the DHR identified no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within an acceptable level. A review of the risk assessment found that the hazards associated with the complaint are at the lowest reduced risk level for the condition. The prodisc c implant was sent to a third party for evaluation, and is listed under exponent report number (B)(4). No indication for the cause of the removal was found during the complaint investigation, the cause is unknown. This submission is for 1 of 1 devices involved in this event.

Event description:
A pdc removal was completed on (B)(6) 2022 by a surgeon. The surgeon had implanted the patient with a pdc device at c5-6 on (B)(6) 2021 but the patient had ongoing cervical disc disorder and radiculopathy so the decision was made to remove the pdc implant. Patient was treated with partial corpectomy and a plate and allograft spacer.